Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the right atrial (ra) lead was exhibiting loss of capture. The physician opted to replace the ra lead, a new lead was successfully implanted. There were no patient consequences.